Event description:
A facility reported that during a procedure, the removal of instruments led to wrenching of valved trocars. It happened twice. Instruments were usually entered and removed without any movement of trocars. Add'l info has been requested but not received to date.

Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).